Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient has not been seen since (B)(6) 2011, and did not present with any complications at that time. All other information is unknown and unavailable.